Event description:
It was reported that the patient underwent a surgical procedure at their request to explant this inflatable penile prosthesis (ipp) due to dissatisfaction and replace it with a malleable prosthesis. There were no patient complications. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.